Manufacturer narrative:
This issue is being further investigated by merge healthcare. A supplemental report will be submitted once the investigation is complete.

Event description:
Merge hemodynamics displays, measures, and records physiological data from a human patient undergoing a cardiac catheterization procedure. The system comprises the patient data module and the merge hemodynamics hemo monitor pc. The two units are connected via a serial interface. All vital parameters and evaluations are registered and calculated in the patient data module. This data is then transmitted to the merge hemodynamics hemo monitor pc via the serial interface. All data can be shown and monitored on the merge hemodynamics hemo monitor pc. On (B)(6) 2019, a customer contact reported to merge healthcare that while a patient was on the table post sedation, a red people icon displayed on the screen, indicating a communication problem between the hemo monitor pc and the patient data module (pdm). Troubleshooting revealed that they did not have the 5v light and there were no spare fuses in the hemo pc. Since this was the only lab at this facility, there were no spare hemo pcs available. As a result, spare fuses from a hemo pc at a sister site was obtained and placed into the hemo pc without the 5v light. Additional information received from the customer indicating that this issue occurred while a patient was on the table post sedation. The patient was hooked up to a portable monitor and moved to the recovery room. The patient had to be rescheduled for another time at which the case was completed successfully at that time (a week later). With merge hemo not capturing physiological data, there was a delay in treatment/diagnosis that could potentially cause harm to the patient. However, no injury was reported. Reference complaint (B)(4).

Manufacturer narrative:
A replacement hemo pc fru and fuses were sent to the customer. A 3rd party mera technician was dispatched to the customer site to install the replacement units and further troubleshoot. He removed the outer ring of the pressure port (p2) and was able to plug the p2 cable back in with no issues. After several reboots and attempts, the screen resolution was updated successfully and working. The technician also went to the sister site to replace the fuses that were taken. The clinical staff at the sister site was able to log in and launch hemo with no issues. The replacement units were installed and working as expected. The customer's fuses were scrapped onsite. The hemo pc fru was returned to merge healthcare for further evaluation. The hardware evaluation of the hemo pc found a bad power supply which was replaced (dell# 0w4dtf). The hard drive was wiped and replaced; then the unit passed all diagnostics and software was reloaded. Per (B)(4) user manual. Communication: record station: when a command is issued by touching or clicking an icon on the client pc, the hemo monitor pc responds. Physiologic monitoring is accomplished by these two computers joined via unique communication protocols. There are three icons on the bottom of the hemo monitor, left of the time display, that are displayed as visual indicators of system status. The patient name is displayed at the top of the screen and the day, date, and time are displayed at the bottom of the screen. (Person icon) this icon appears to indicate communication between the hemo monitor pc and the patient data module (pdm). (Arrow icon) this icon appears to indicate communication between the hemo monitor pc and the client pc. (! Icon) this icon appears only when there is a problem with any of the functions represented by the above three icons. It will flash, alternating with the normal icon. If this icon appears, contact technical support before continuing with the study. Led behavior: 5v led 4.5 to 5.5v. If it drops below or if there's a blown fuse on the hemo monitor pc's pci card, the led goes out. 12v led 10 to 13.2v. Same behavior as the 5v led. General equipment care: inspect overall physical condition of the system components, peripherals, and interconnecting cables. Perform any corrective actions required. Information contained in this supplemental report includes the following: g7 - indication that this is follow-up report 001. H1 - indication of malfunction as reportable event. H2 - indication of additional information. H6 - evaluation codes: methods code: 10 - testing of actual/suspected device. Results code: 3227 - power source problem identified. Conclusions code: 4307 - cause traced to component failure. H10 - indication of additional manufacturer information is contained in this follow-up report.